Manufacturer narrative:
1038671-2022-00113 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00113. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 107 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, discomfort, inadequate osseointegration, muscle weakness/atrophy, pain. No further issues or complications were reported. No additional information is available.